Event description:
It was reported to boston scientific corporation that an anterior pelvic floor repair procedure using a vertical incision was performed "successfully without issue," by a dr (B)(6), sometime in 2008 (exact date unknown), using a pinnacle anterior/apical pfr kit. Approximately one year (exact date unknown) following the original implantation date, the patient presented with vaginal bleeding and discharge. The physician determined that a mesh erosion had occurred and the mesh was exposed through the anterior wall of the vagina. The patient was prescribed premarin cream for an unknown period of time, but the symptoms did not resolve. On (B)(6) 2010, dr (B)(6) performed surgery to correct the mesh erosion by excising a 6 centimeter by 4 centimeter portion of the mesh assembly and one arcus tendineous leg. The surgery was "completed successfully" and the patient is "doing well" with no further planned intervention, but is still currently taking premarin cream.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.